Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted initial reporter's phone number: (B)(6). The lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) rotated off axis post-op. The account commented that the patient was myopic and the iol seemed small for the capsular bag. Additional information was received and it was learnt that the lens was repositioned in a secondary surgical procedure on (B)(6) 2018. No further information was provided.